Event description:
A hospital in (B)(6) reported that four mr290 vented autofeed humidification chambers cracked during use. It was reported that two of the four chambers cracked while in use with high frequency ventilators. The remaining two chambers cracked causing water leakage during use with a standard ventilator and a bi-level ventilator. The hospital has further reported that only one chamber (used with the bi-level ventilator) is available to be returned to the manufacturer as the other three chambers have been discarded. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot number: 110903. Device manufacturer date: 09/03/2011. Method: one complaint device, lot 110903, was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a crack on the dome near the base of the returned chamber. Residue was identified above the crack. A lot check did not identify any other complaints of this nature for lot number 110903. Conclusion: our investigation results indicate that the cracking observed on the chamber was most likely caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. While the hospital has indicated that the chamber had not come in contact with cleaning products, our investigation has identified residue present on the chamber dome indicating that the dome came in contact with cleaning solutions containing ethanol, which contributed, together with the pressure created during bi-pap therapy, to the cracking of the chamber. Without the return of the remaining three complaint chambers we are unable to determine what may have caused the problem observed by the customer. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. Every mr290 chamber is pressure tested to 8kpa (200cmh20) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa. (B)(4).